Event description:
It was reported that the device reached its elective replacement indicator after 1.5 years of implant. Device replacement is planned. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device reached its elective replacement indicator after 1.5 years of implant. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: a high current drain was verified during preliminary analysis and is believed to be the cause of the early battery depletion. However, during further analysis the high current drain cleared. Repeated telemetry and programming sessions could not recreate the high current condition; therefore, the root cause could not be determined. It was reported that the device reached its elective replacement indicator after 1.5 years of implant. The device was explanted. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination. No conclusion can be drawn premature eri (elective replacement indicator).